Event description:
A pt fell off the table after radiation treatment on a different model varian medical linear accelerator. This issue was initially reported in (B)(4)/ MFR report # 2916710-2012-00026. Varian has become aware that this issue could occur on the acuity device as well. This is an internal varian complaint. No similar event/injury has been reported with the truebeam device.

Manufacturer narrative:
Varian is reporting this MDR based on the injuries that have been reported by customers for the predicate device. Even if there is no malfunction of the device, it has been determined that acuity has the same level of risk for the type of reported events as the predicate device. The issue for the predicate device was initially reported in (B)(4) / MFR report # 2916710-2012-00026, and (B)(4), MFR report # 2916710-2012-00030. Additional f/u to this MDR is expected upon completion of the investigation. (B)(4).